Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 13 applications were performed with a non-returned balloon catheter afapro28 with lot number 1336484 on the date of the event without any issue. A clinical issue (shortness of breath and phrenic nerve palsy (pnp) occurred following the procedure. In conclusion the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The patient experienced shortness of breath and was admitted to the hospital. An x-ray showed an elevated right hemidiaphragm. The patient went home with incentive spirometry. The patient was asymptomatic at the follow-up appointment, although still had diminished right sided breath sounds upon auscultation. No further patient complications have been reported as a result of this event.